Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump. The infusion set test was performed. The reservoir and connector were installed into a 7xx insulin pump and the catheter tip was performed. The reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and reservoir occlusion. Customer's blood glucose level was 511 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the alarm was a recurring issue and remained unresolved. Customer advised they tried all remedies and were unable to resolve the issue. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.